Event description:
This pt experienced a thrombotic event approx seven months post implant of two cypher stents. This pt was admitted for elective coronary intervention of a de novo, long (40mm), type c lesion, with pre-existing thrombus in the proximal through mid-lad (2.5-3.0mm vessel). She presented with unstable angina. The pt was currently taking aspirin and plavix. 5,000 units of heparin were administered via IV. Act's measured during the case were 368 seconds. No thrombolytics were given. The lesion was predilated with a 2.5x15mm balloon inflated to 12 atms. A 2.5x23 mm cypher stent was deployed to 12 atms in the mid-lad and a 3.0x18mm cypher stent was placed in overlapping fashion to the first, and was deployed to 12 atms in the proximal lad. The stents were postdilated with a 3.0 x 18mm balloon inflated to 12 atms. The residual stenosis was 0% and flow throughout the stented segment was timi iii. The pt was released on aspirin and ticlid; however, she is known to be non-compliant and inconsistent with medications. Approx seven months later, the pt returned to the hosp in cardiogenic shock. The pt was intubated and an intra-aortic balloon pump was initiated to stabilize the pt and emergency angiography was conducted. This revealed a thrombotic occlusion of the previously placed cypher stents in the proximal through mid lad. Heparin was administered via IV. A 2.5mm balloon was inflated multiple times to lyse the thrombus. At the end of the procedure, good flow through the stented segment was confirmed. No thrombolytics were given. Physician's comment: the cause of the thrombotic event was because the pt sometimes forgot to take anti-platelet medication and the stent might be under-dilated because ivus was not conducted during the initial procedure. Please note: product is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR report#'s: 9616099-2006-00913 and -00914. Add'l info will be submitted within 30 days of receipt.